Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent l4-s1 laminectomies, bilateral foraminotomies, l4-s1 lateral arthrodesis (plif) with bone crest graft and hardware implantation. Approximately two days later, the patient underwent a revision surgery of l3-l4-l5 foraminotomies and removal of l4-s1 instrumentation. Patient also had l3-l5 plif with bmp. Approximately 2 years later, patient underwent removal of fixation hardware and fusion was said to be solid and radiculopathy appeared resolved. At an unknown time post-op, the patient presented with mid-low back pain and weakness. Patient has a bulging disc and lateral recess stenosis at the l2-l3 level. Patient also noted leg pain. Patient then underwent a revision to redo bilateral l2-l3 laminotomies, foraminotomies, nerve root decompression, l2-l3 plif with bmp. L2 ¿ l3 nonsegmental pedicle screw fixation/ instrumentation. Patient then underwent bone scan of the lumbar spine which noted discogenic degenerative endplate disease. Patient then underwent discectomy and fusion of l1-l2 with hardware instrumentation, removal of l2-l3 hardware, bilateral l1-l2 laminotomy, mesial facetectomy and neural foraminotomies with decompression of neural elements. Patient had loss of normal lumbar lordosis at l1-l2 which was restored with lordotic implant. No further details are known at this time.